Event description:
It was reported that a misspike occurred when an extraneal bag was being connected to a uv flash transfer set using a clean flash device. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The outside diameter of the uv spike was measured and found to be within specifications. The reported issue could not be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, there is no trend identified for this issue. Should additional relevant information become available, a supplemental report will be submitted.